Event description:
A consumer reported experiencing blurry vision at all distances, starbursts and headaches from eye strain following intraocular lens (iol) implant surgery. The surgeon has referred her to a retinal specialist and hard contact lens trial was performed which yielded no irregular astigmatism. The surgeon feels what refractive error is left should not warrant any visual problems. In a follow-up, the surgeon stated that the pt is unhappy with visual acuity following uneventful cataract surgery and perfectly centered lens. The lens was exchanged for a different model lens by another surgeon.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/23/2009 and 03/24/2009 by phone, fax, and mail. A completed questionnaire was received on 04/13/2009.